Event description:
Went to eye dr first of april to get new contacts and purchased solution that was taking off the shelves later. Shortly after using product, had four infections in right eye and three infections in left eye. Eyes were irritated, red, burn and sensitive to light. Went back to eye dr and he checked eyes again and found another start of infection.